Manufacturer narrative:
Expiration date: 09/27/2014. Manufacture date: 09/27/2013. The 1mtec30 cartridge was visually inspected at 18¿ distance with unaided eye. Visual inspection revealed that the cartridge was not returned in its original package. The 1mtec30 cartridge was visually inspected under microscope. Small residues of viscoelastic solution were observed in the cartridge tube and loading zone area. Heavy stress marks and a crack was observed in the tip area of the cartridge that could be related to the handling of the unit during the insertion process. The complaint for cartridge crack was verified. Heavy stress marks and a crack was observed in the tip area of the cartridge. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. There were no discrepancies or defects found during the mrr (manufacturing record review) that are related to the possible causes identified for the complaint type reported. The documentation showed that all 1mtec30 cartridges were released within specification when this lot was completed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
To clarify initial report: the intraocular lens (iol) was not implanted in the incision. The iol was implanted in the capsular bag and moved into position by the surgeon. It is unknown if sutures were required to close the incision. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while implanting an intraocular lens (iol) into the patient's eye, the top of the cartiridge tore causing the incision to get enlarged. It was further stated that the cartridge was torn during surgery and the iol appeared from the torn part. Therefore, the iol got lodged into the incision and the iol was implanted with enlarged incision. In addition, there were no patient complications and the eyesight was not negatively impacted. Patient date of birth and gender was not provided. No further information was provided.

Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Expiration date: 09/2014. Device manufacture date: 10/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.